Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On october 12, 2020, olympus medical systems corp. (Omsc) received literature titled "the efficacy and safety of the left lateral position for endoscopic retrograde cholangiopancreatography". This study was conducted endoscopic retrograde cholangiopancreatography (ercp) for 46 patients between august 2015 to march 2016. The ercp was performed using the subject device. In the literature, it was reported that pancreatitis, bleeding, intraprocedural cardiopulmonary event, and postprocedural infection have occurred. All cases of pancreatitis were mild and did not require prolongation of the planned hospitalization. All cases of est-site bleeding involved mild oozing bleeding and were stopped spontaneously. Postprocedural infection occurred in 4 cases. Three cases of infection were cholangitis, one case infection was sepsis needed intensive care. And, the intraprocedural cardiopulmonary event was an acute exacerbation of bronchial asthma required intubation and ventilator care. There are no descriptions of device relevance for all adverse events in the literature. There is no description of the device's malfunction. Based on the available information, detailed information of the subject device was not provided. Whereas, omsc assumes that sepsis and cardiopulmonary event were related to the subject device due to occurred the procedure of ercp. Therefore, omsc will submit 2 medical device reports (MDR) depending on sepsis and cardiopulmonary event. This is the report regarding one case of sepsis.